Event description:
Information was received indicating that a battery from the smiths medical 3000 series was used on a medfusion 3500. When the technician put the batteries in, it caused an immediate reaction on the board and the board began to smoke. The board had to be replaced. It was reported that this issue did not involve a patient as it occurred during preventative maintenance.

Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. There was no external damage on the batteries. The batteries were tested on the pump and found to be working. The customer reported product problem was not reproduced. The 1600 lmd batteries charged without issue. The battery readings were also acceptable. No fault was found. The customer was sent two new batteries.